Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2025 and barbed suture was used. It was reported that the needles popping off of barbed suture. During a total hip, a needle pop-off of barbed suture while md was suturing. The needle was armed correctly by the tech and no unnecessary tension was placed on suture throws. Md has been using a bidrectional spiral pds for years and there has been no technique change. Procedure was completed successfully with a delay of four minutes. No fragments were generated. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 4/28/2025 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: - were there any adverse consequences associated with the patient? Unknown - it was reported that the needles popping off of sxmp2b405. How many devices demonstrated the alleged deficiency? 2 eaches - were there any unexpected outcomes or complications resulting from the prolonged surgery time? No - which tissue was being sutured when the event occurred? Subcutaneous - was additional dissection required in other organs/tissues other than the target tissue? No - was there any change in the patient¿s post operative care due to the prolonged procedure? Unknown - could you kindly provide the lot number for each device, please? Unavailable - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. Unfortunately, product was discarded by facility. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.